Event description:
Procedure type: cholecystectomy. According to the reporter: during the case, the endo dissect coating broke, pieces of coating fell inside the pt. There was no bleeding or delay in procedure time. Towards the end of the surgery, the surgeon withdrew the pieces with forceps. There was no pt injury reported.

Manufacturer narrative:
(B) (4).